Event description:
It was reported the device was used during a laparoscopic appendectomy procedure. It was reported the gasket tore on the 511sd when an atw35 was introduced through the device. The surgeon completed the procedure with this same trocar. There was no consequence to the patient.